Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. What appears to be one 20 g powerloc max infusion set with a non-valved y-site was returned for evaluation. The returned product sample was evaluated and a tear in the extension tube was seen at the interface of the luer hub. The fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a leak was first noticed during a saline flush administered as an infusion via an IV pump. The leak was found to be coming from a break in the line at the connection point at the first bung after the first yellow clamp. Port needle removed. No patient harm, no other information was provided.

Event description:
It was reported a leak was first noticed during a saline flush administered as an infusion via an IV pump. The leak was found to be coming from a break in the line at the connection point at the first bung after the first yellow clamp. Port needle removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.